Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for an unspecified indication for use. It was reported that the pump doesn't seem to be doing anything and it has never helped the patient. When asked for clarification, it was noted that the patient¿s always had dilaudid in the pump and that his doctors wouldn't try other meds. It was indicated that one physician suggested the "snail venom" but they instead "kept upping meds to where the patient¿s orals were ¿super-high¿. The patient was also on a fentanyl patch. The patient used to see one physician for their pump but now sees another physician. The reporter inquired about insurance coverage for a potential pump replacement. At the time of the report patient services reviewed that the manufacturer does not work directly with insurance providers and it was advised they discuss with implanting facility. The patient was to follow-up with their healthcare provider for a decision on pump replacement. No further patient complications have been report ed as a result of this event. Additional information was received from a consumer. It was reported that the patient's catheter was up too high for some reason, and therefore the patient did not receive the desired pain relief. The patient was unable to change medications and wished to wean off of pump therapy and discontinue pump use. The patient wanted to know how much time was left to wean them off before the pump reached end of service (eos). The patient was redirected to their healthcare provider (hcp) to discuss the issue and it was noted that the patient had an appointment with their hcp on (B)(6) 2021.